Event description:
In 2002, a nurse called because the ultra did not turn on with a teststrip. During troubleshooting which included removing and reinserting the battery, the representative found the meter to be set to mmol/l. When asked if it was usual for it to be used in mmol/l rather than mg/dl, the nurse was 'surprised by the programming'. Prior to 2002 the pt used another lifescan meter, whole blood calibrated. The nurse assumed there was a problem with that meter because the pt's results were elevated (results unknown). When nurse began to use the subject meter with the perceived lower results, nurse thought the pt's blood glucose was 'balanced'. For this reason nurse changed the insulin doses as noted in the condition history. Reportedly, the pharmacist in a nearby city demonstrated it to the niece who was responsible for purchasing it. Nurse said that the pharmacist was not "very comfortable with the meter" and no one at home changed anything on it. Although the representative replaced the subject meter, it functioned during the call. On 3/8/02, the representative called and spoke with the pt's spouse. The nurse had contacted the physician regarding the info learned during the call. The dr was to visit the pt in a week. No further info has been reported.